Event description:
It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. The lesion being treated was located in the moderately calcified distal left anterior descending artery (lad). The circumflex artery was also occluded. The lesion was predilated a couple of times with an unspecified balloon and deployment of a promus stent. The nc quantum apex mr 3.25 x 6mm balloon was advanced to post-dilate the stent, however resistance was noted in a non-calcified bend proximal to the stent. The physician pushed through the resistance, and a vessel perforation occurred. The balloon was never inflated. A 3.0 x 12mm maverick balloon was inflated for 15 minutes to treat the perforation successfully. The patient had electrical changes during the treatment of the perforation with no other complications. The procedure was successfully completed, and no further patient complications were reported. Patient status was listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).